Manufacturer narrative:
Unable to test motor due to cut wire.

Event description:
The chair is veering to the left.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The chair is veering to the left.